Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles are available. The error can be identified in the logfile however, the root cause cannot be determined by reviewing the logfile. At the visit on site the field service engineer adjusted the generator, replaced a sensor, a printed circuit board and verified the system successfully according to company specifications. This is a known issue; however, the root cause could not be identified conclusively. Most possible root cause for the reported error was determined to be a faulty label on a sensor. The label is sporadically placed incorrectly on sensor and conductive layer (building a conductive path) may lead to intermittent negative impact of the sensor measurement. This device was identified to be affected by this error. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an energy error which occurred during refractive laser treatment. The treatment was aborted at 18%. Additional information received; the patient was brought back on a different day and treatment completed.